Manufacturer narrative:
(B)(4).

Event description:
The customer stated that they received questionable results for three patient samples that were initially processed in the same rack on a modular pre-analytics (mpa) system. The samples were tested for multiple assays on the cobas 6000 c (501) module - c501. Of the three samples, one had erroneous results for ise indirect ci for gen.2 (chloride). The erroneous results were not reported outside of the laboratory. The sample aliquot that was processed on the mpa system initially resulted with a chloride value of 109.2 mmol/l and repeated as 109.2 mmol/l. The parent tube was pulled and tested on a different analyzer, resulting as 92.2 mmol/l. The 92.2 mmol/l value was believed to be correct. The patient was not adversely affected. The chloride electrode lot number was p58, with an expiration date of 06-may-2018. The field service engineer determined that the issue was caused by the patient sample. The sample was hemolyzed. The sample was successfully repeated. He performed baseline checks and ran precision studies.

Manufacturer narrative:
Investigations have determined that the issue is not related to the mpa system. The investigation was unable to find a definitive root cause.

Manufacturer narrative:
Investigations have determined that there was no malfunction of the c501 analyzer. The field service engineer determined that the analyzer was working within specifications.